Event description:
Unity revision after approximately 11 months due to infection. The revision went well and patient is now doing well and recovering.

Manufacturer narrative:
Per -3036 final report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, and patient medical history have been requested, but were not provided. The relevant device manufacturing records have been identified and reviewed. The parts associated with these records were manufactured, cleaned packaged, and sterilised in accordance with the correct specifications at the time of manufacture. The cleaning method, the sterilisation method and sterile barrier system used to package unity devices has a long history of safe and effective use at corin for a wide range of orthopaedic devices and has been validated in accordance with the relevant standards. Infection is a known complication with any invasive surgery procedure and its incidence is followed by performing some trending on the complaints. After the revision, the patient was reported as doing well, and having no further issues. No further investigation for this event is possible at this time as no devices and insufficient information was provided. If additional relevant information becomes available to indicate further evaluation is warranted, this record will be reopened. Thus, this case is now considered closed. Please note: the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes, patient details, and patient medical history have been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details were provided, and once the relevant device manufacturing records will be retrieved, they will be reviewed and will be detailed in a supplemental report.

Event description:
Unity revision after approximately 11 months due to infection. The revision went well and patient is now doing well and recovering.